Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has received multiple inaccurate fill estimates. Customer declined reloading the cartridge while troubleshooting with tandem technical support. The customer's blood glucose level was not reported. Customer will use their current pump for backup therapy until replacement is received.